Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the infection was e. Coli extended spectrum beta-lactamase (esbl) bacteremia which was presumed to be related to the urine/ genitourinary tract and was not device related. Blood cultures from (B)(6) 2021 were cleared and urine cultures with 3 or more organisms were greater than 10k. The renal ultrasound was negative for pyelonephritis. Transplant ID consulted. Meropenem was given from (B)(6) 2021 and was transitioned to ertapenem on (B)(6) 2021 based on culture sensitivities and planned to end on (B)(6) 2021. A tunneled line was placed on (B)(6) 2021 and removed before discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed major infection of sepsis bacteremia. The patient was febrile the evening of (B)(6) 2021 and developed leukocytosis on (B)(6) 2021. The patient was given vancomycin and intravenous ceftriaxone.